Manufacturer narrative:
(B)(4). Additional data/failure investigation: customer discovered and resolved physical item obstruction causing drawer failure. Drawer functioned normally thereafter.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient harm.